Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was possibility that this phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, the scope communication error b30 occurred on the subject device. Sorc checked the subject device, but the reported phenomenon was not duplicated. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.